Event description:
Situation: patient removed ng-tube accidently. The tube just before the tip was ruptured. Background: the patient is receiving ng-tube feeds and meds. One or more of the meds need to be crushed/dissolved prior to admin as they do not come in liquid form. Assessment: there does not appear to be any harm to the patient. Feeds are held until ng-tube can be replaced. Resolution: review product for possible defects as this is the second time this has happened to the same patient. Review practice for administration of crushed/dissolved meds via ng-tube. Avoid forcing clogged tubes and provide unit education on the process for unclogging tubes. Corflo enteral tube 6fr 16" - this item was disposed after event. Lot # unknown.